Manufacturer narrative:
Reported device not marketed in the us; however, similar device(s) is. Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: waiting for product return from user facility.

Event description:
Country of complaint: (B)(6). Patient originally had a 10mm pe placed, due to a dislocation (circumstances not reported), the implant was changed to a 12mm. X-ray revealed that there is dislocation of the 12mm implant.